Event description:
Contact reported that when the surgeon was implanting a cervical plate, the fifth eagle sd 16mm screw (c6 right), the screw head started to engage the plate and typical resistance was felt. At this point he felt a sudden release of resistance and the screw pushed thru the bushing. X-ray was taken to ensure that the screw had not entered the canal. It had not. When backing out the screw the busihing was pushed out. The plate and screws were removed and another placed without issue. There was no adverse patient consequence as a result of this situation.

Manufacturer narrative:
Inspection of the returned screw found that a dimension was out of specification. Although this could be a contributing factor to the reported event, it would not be the sole cause. Angle of insertion as well as force applied during insertion would also contribute to an event of this nature. No other complaints of this nature have been reported for this production lot of screws.